Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and determined that wash 1 was not siphoning from the bulk to the reservoir and the system ran out of wash 1 while operating. The cse performed a total service call. The cse replaced the s1s2 sensor and printed circuit board. The cse manually tripped all indicators and all functioned properly. The cse re-suspended wash 1 screw fitting in upper right of manifold, to ensure the volume was accurate, and there was no flood in the system tray. The cse cleaned and retightened all screws. Then the cse ran qc, resulting within range. The cause of the discordant, falsely high tni-ultra results was due to an empty wash 1 reservoir. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate advia instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.